Event description:
It was reported that the patient presented with repeated deep vein thrombosis. The pulse generator and right ventricular lead were extracted. The patient tolerated the procedure well and was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.